Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-9093-50-044, batch 15204968, that displays a broken screw implant. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/24/2025, a sales representative reported via email that a long trochanteric nail had fractured. The patient experienced an audible ¿pop¿ while ascending stairs, which resulted in the implant breaking at the level of the lag screw. The implant construct included a long trochanteric nail with an unactivated telescoping lag screw, an ar screw, and two distal interlocks. The procedure occurred on (B)(6) 2025, and images of the broken implant were provided. Additional information was received on 09/30/2025: this was a revision surgery performed to address a broken nail following an intertrochanteric fracture repair. The original procedure took place on (B)(6) 2025. During the original surgery, a 110 mm telescoping lag screw was replaced intraoperatively with a shorter 100 mm screw. The explanted arthrex products in the revision include ar-9094-12-3930r long trochanteric nail, right, 12.5 mm x 39 cm x 130°, ar-9094-110 telescoping lag screw, 10.5 mm x 110 mm, ar-9094-100 telescoping lag screw, 10.5 mm x 100 mm, ar-9093-50-040 cortical screw, captured, 5 mm x 40 mm, ar-9093-50-044 cortical screw, captured, 5 mm x 44 mm, ar-9094ar-100 anti-rotation screw, 5 mm x 100 mm. The revision procedure was completed successfully at the same facility and by the same surgeon. No arthrex implants were used during the revision. The patient is currently in a healthy condition following the procedure. The need for any additional surgery remains to be determined.